Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a ligation of polyp, the subject device was used. Since the handle of the device was broken off, the loop of the subject device did not come off the hook. Therefore, the user could not withdraw the device from the endoscope. The user cut the sheath near the handle of the device. The user withdrew the endoscope from the patient while leaving the device inside the patient. The user inserted the endoscope into the patient again and cut off the loop. The user withdrew the device from the patient. There was no patient injury reported. This is the report regarding the failure of releasing the loop.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The loop was retracted inside the coil sheath of the subject device. The operation pipe in the handle was broken off. The insertion portion was severed. When the loop was pulled strongly, the loop which was connected with the hook came out from the coil sheath. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that this event occurred since the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath for unspecified reason. The instruction manual of the device has already warned as follows; do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".